Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code? Lot #? Unknown. What date did the patient present with dehiscence (number of post op days)? Didn¿t say. What tissue type and location of the suture placement? Just said it was skin stitch. What tissue dehisced? Skin. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Didn¿t say. How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the suture break post-op? Yes. Did the suture knots un-tie or break post-op? How was the dehiscence treated? If a surgical intervention was performed, provide surgical/operation notes. Don¿t know. Was medical intervention required to treat the patient condition? Results? Don¿t know. Were there any intra-operative or post-op complications/ or any other adverse event report? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions) dont know any sample available to return for evaluation? No.

Event description:
It was reported that a patient underwent a podiatry procedure in (B)(6) 2018 and suture as used on the skin. Following the procedure, after an unknown amount of time, the suture broke and the top layer of the patient's wound dehisced at the skin. There was no report of any additional medical or surgical intervention required. The surgeon opined the anti-bacterial coating causes a tunnel around suture in tissue and plans to use non-plus sutures for skin closure in the future. Additional information had been requested.